Event description:
Our affiliate reports that during an ankle scope procedure, the surgeon noted metal filings in the body with the use of an fms tornado barrel burr. At this point, the surgeon chose to go open to flush out the debris. Questions out for further detail.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.